Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the product back for investigation but it was not received until yet. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned is a tubing set and the included affected component is the venous bubble trap.

Event description:
Description from the customer report: "during ecc after connecting octopus and after blood priming of the tubes for antegrade selective cerebrale perfusion, during surgery with aortic arch replacement. A leakage detected on 3/8 x 3/8 luer lock connector.( which was replaced in rev3 of octopus set without quick connector) after applying a tyrap the bloodleakage increased. Applying a second tyrap the blood leakage increased even more. Customer decided to cut out the connector and connected the 3/8 x 1/4 x 1/4 connector of the octopus set directly on the av-shunt of the eec-circuit. Then the octopus -circuit was primed again. Blood loss approximately 150 ml." Additional information: no consequence for the patient; blood leakage of approx. 150 ml occurred during a time period of 5 minutes; product has been visual and haptic inspected for intactness during priming. No leakage detected; no red cell concentrate, plasma, thrombocytes concentrate or any other blood components has been given due to the blood loss. (B)(4).

Manufacturer narrative:
A clinical assessment has been performed. Based on the received information and the fact that an adult patient has been involved no patient injury could be found. Additionally the complaint has been investigated by maquet cardiopulmonary (B)(4). Thereby the most probable cause could be determined as a mounting error. The device history record of the complained lot has been investigated and no abnormality was found. Furthermore maquet turkey could assume that the tube (01401#pvc 3/8 x 1/16 75 sh), which was mounted to the "00285" connector, could have been extended too much during the connection to connector. Additionally there was just one set related with the failure. As a corrective action, maquet (B)(4) conducted a training and instructed the operators to be more attentive about the mounting process. Additionally the operators have been informed regarding the complaint. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) requested the product for manufacturer's laboratory investigation but product was thrown away by the hospital. Therefore no laboratory investigation was possible. Anyway a review for similar complaints for the specific product has been performed and no similar incident with a failure confirmed was found. Based on this a confirmation of the failure is not possible. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).